Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Visual examination confirmed that both tip & rear markers were in place per specification. No additional markers on the distal tip were observed. The returned device was inspected and found to have the tip & rear markers in place per specification. We are unable to determine the cause of the reported problem since we cannot mimic the clinical settings or patient anatomy. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), they noticed what appeared to be "two markers" at the distal tip. They noted that they had never seen that before. They were advised then that the markers have not changed and there should only be 1 marker at the tip. A texted image was sent and there appeared to be the correct marker at the tip, and just above it there was what appeared to be a duplicate of that marker, only slightly hazy. With the image, it is thought that the second marker may have been a shadow of the distal tip. They advised that the patient was stable, the pump and catheter were working well and they did not plan to remove it. There was no reported injury or adverse event to the patient.